Event description:
It was reported that a custom CT was obtained for a custom left hip prosthesis. The custom broach handle designed was too large for the patient's anatomy to effectively navigate the femoral canal in the proper orientation. Due to this, a separate implant was utilized. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: pm0003872-joseph lt primary hip 11 x 95-759110, 01.00561.214-wagn cone prosthesis 125/14-3013904, 01.00561.217-wagn cone prosthesis 125/17-759110. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 h6 component code: mechanical (g04) ¿ rasp one joseph lt fs rasp 11 x 95 item# pm0003873 lot# 759370 and one broach handle item# 429886 lot# 510870 were returned and evaluated. Upon visual inspection the broach handle had an impact mark on the body near the strike plat and on the strike plate flat. The returned broach had scratches near the locking position on the taper with no other visible damage. The broach was able to be attached to the handle and did not move once locked in place until the release button was pressed. Dimensional analysis was performed and found to be conforming. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records and radiographs were reviewed by a health care professional. A review of the available records identified findings of the reported issues; a custom zb femoral stem was ordered due to the patient's small stature and femoral abnormalities. In addition to the small stature requiring a custom micro stem, femoral abnormalities, and significantly high bmi >42, femoral retracting, joint visualization, and implant/instrument placement difficulties would be significantly increased. The investigation could not verify or identify any evidence of product contribution to the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.